Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the white foreign material in the air water cylinder and air water tube could not be determined and corrosion in the light guide lens was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited white foreign material in the air water cylinder and air water tube and corrosion in the light guide lens. There was no patient involvement.